Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high blood glucose even though she is consuming less carbohydrates. Customer reports that previously when blood glucose was low threshold suspend did not alarm. Customer discontinued wearing insulin pump until she saw her healthcare professional. No further information provided.